Event description:
Patient was administered a flu shot in his left arm; during administration, the solution ran down patient's arm and onto patient's pants, leaving a small amount of visible fluid. The solution had leaked out from in between the securely attached needle and the top of syringe.